Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display was dim/discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the pump found some cosmetic damages including worn keypad symbols and scratched display lens. On investigation the pump powered up to a dim and discolored verify screen. Little improvement was observed when the contrast was reset to maximum setting. In addition the battery compartment was found to be cracked with no evidence of moisture intrusion in the battery compartment. Unrelated to the display and battery compartment issues the bolus button cover was found to be peeling. Removal of the bolus button cover did not find contamination with the button assembly. (B)(6).